Event description:
It was reported that the field representative was interrogating this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) prior to having a magnetic resonance imaging (MRI) and there was a concern about an episode. Technical services (ts) was consulted for review of device data. Ts reviewed and found the patient went into cardiac arrest and needed cardiopulmonary resuscitation (CPR). Ts suspected it was due to an agonal rhythm which was slow and disorganized with wide and irregular qrs complexes. Additionally, there was a real r-wave with a bundle branch block morphology around 30 bpm with an unknown rhythm between. Ts noted the patient received an inappropriate shock due to oversensing. Ts referred to consult with the electrophysiologist for rhythm classification. At this time, the device remains in service. No adverse patient effects were reported.